Event description:
Patient received numerous inappropriate therapies due to noise. X-ray revealed a lead fracture. It was noted that the patient has a medical history of brugada syndrome and that his heart rate had increased after receiving inappropriate therapies. The lead was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received the reported field experience was confirmed. Sem analysis revealed all filars of the distal coil were fractured due to cyclic fatigue. Stretch marks were also noted on the filars of the distal coil.